Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose exceeded safe levels, registering as "high" on the cgm. In response, the customer administered a correction bolus via the pump. Customer resolved the issue by changing the infusion set and cartridge, after which insulin therapy was resumed.